Event description:
Two powered echelon flex articulating linear cutter did not fire the stapler load. The first one worked on first attempt but stopped working after first use. Second item was opened and has the same problem; it didn't fire the stapler load at all. No harm to patient and both devices had same serial number.